Manufacturer narrative:
Concomitant products: addr01 ipg implanted; (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undefined low impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.